Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation, x-rays indicated the l5 lead had fractured, and the s1 lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the l5 lead was replaced, and the s1 lead was partially explanted and replaced to address the issue.

Manufacturer narrative:
Correction to b1.